Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of an issue with her son's sensor. The customer's mother reports her son kept the sensor on throughout the night and woke up to a sensor reading of 210mg/dl and a blood glucose reading of 40mg/dl. The customer wishes to have the sensor replaced. The mother states she does not believe the pump contributed to her sons low blood glucose and requires no further assistance. Nothing is being returned or replaced at this time.